Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Three good faith efforts were made to obtain micro test reports and medical device incident report (mdir) questionnaire response from customer. However, no response received. The device was returned and there were few findings. Due to a chip on distal end cover, insulation resistance value at distal end does not meet the standard value. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Adhesive on bending section cover had a scratch. Switch button 1 had a cut. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope failed the micro test three times. The device tested positive for an unexpected contamination. The issue was found during routine microbiological control on the device. The customer reported that the device was reprocessed in line with the instructions for use and reprocessing manuals associated with the device. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.